Event description:
This is a spontaneous case report received from a medical doctor in united states on 11-aug-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2016 for permanent sterilization (lot number b82480). Successful bilateral placement with devices. But, on right side, there were five trailing coils that just snapped off. Hcp (healthcare professional) left the coils in the uterus. Hcp will perform an ultrasound in a few weeks and will remove coils at that time. Otherwise, placement appeared to be ideal on both sides. Hcp performing essure procedures for ten years and never saw this before now. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure five trailing coils just snapped off and hcp (healthcare professional) left the coils in the uterus. Physician will remove the coils. This event, interpreted as device breakage, is unlisted in the reference safety information for essure. In the present case, during the insertion procedure bilateral placement was achieved, but on right side there were five trailing coils that just snapped off. Physician left the coils in the uterus and would perform an ultrasound in a few weeks and remove the coils at that time (removal method not specified). Given the nature of the reported event, and since it occurred during insertion procedure, a causal relationship with essure cannot be excluded. This case was regarded as incident since device removal will be required. A product technical analysis and further information are expected.

Manufacturer narrative:
Follow up 08-sep-2016: quality-safety evaluation of ptc. (B)(4). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper. This action could also lead to breakage of the outer coil of the micro-insert. No sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, as well as, a batch investigation with respect to similar ae cases are not applicable. Based on the provided information lhe defect type corresponds to the following meddra llt: device breakage. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure five trailing coils just snapped off and hcp (healthcare professional) left the coils in the uterus. Physician will remove the coils. This event, interpreted as device breakage, is anticipated according to product complaint technical investigation. In the present case, during the insertion procedure bilateral placement was achieved, but on right side there were five trailing coils that just snapped off. Physician left the coils in the uterus and would perform an ultrasound in a few weeks and remove the coils at that time (removal method not specified). Given the nature of the reported event, and since it occurred during insertion procedure, a causal relationship with essure cannot be excluded. This case was regarded as incident since device removal will be required. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information is expected.

Manufacturer narrative:
Follow-up from (B)(6) 2016: follow-up attempts have been completed, with no response to date. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure five trailing coils just snapped off and hcp (healthcare professional) left the coils in the uterus. Physician will remove the coils. This event, interpreted as device breakage, is anticipated according to product complaint technical investigation. In the present case, during the insertion procedure bilateral placement was achieved, but on right side there were five trailing coils that just snapped off. Physician left the coils in the uterus and would perform an ultrasound in a few weeks and remove the coils at that time (removal method not specified). Given the nature of the reported event, and since it occurred during insertion procedure, a causal relationship with essure cannot be excluded. This case was regarded as incident since device removal will be required. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information could be obtained.